Event description:
Transvaginal sling erosion reported by md's office. Md's office reported tvt sling had eroded. Date of use: (B)(6) 2017. Diagnosis or reason for use: stress urinary incontinence. "Is the product compounded: no, is the product over-the-counter: no."